Event description:
Hcp reported the pt had complaints of the analgesia stopping and their pain reappearing. The pump reservoir was found to be full. The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.